Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) is in the emergency room and pt thinks that their ins battery has run out because pt has been having urinary retention symptoms for a the last week (it was also mentioned that pt was having retention for the past couple of months). Pt also reports swollen feet due to retaining fluid. They tried using pt prog today in the emergency room and seeing "?" On screen. Pt tried to have an MRI today but they were unable to communicate with ins so MRI wasn't done. Also spoke with nurse practitioner (np) during call. Pt also mentioned having urinary incontinence but np clarified that it was more likely urinary retention that pt was experiencing. Manufacturer was put on hold. Follow-up call was made after a long hold time and it was reported that the physician is making plans for replacing the ins.